Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the implant pocket was uncomfortable and it felt like part of the implant was tipping up. The patient stated the area would rub on things and was uncomfortable. It was noted that the implant may have been placed at a bit of an angle causing part of it to tip upward and bulge up under the tissue causing discomfort. The physician could palpate and visualize the implant tipping so surgical intervention was taken to allow the implant to lay flatter in the pocket. The issue was resolved at the time of the report.